Manufacturer narrative:
The investigation into the patient's limb ischemia and access site bleeding has been completed. Per the given clinical details, the root cause of the limb ischemia issue was patient condition related to diseased/ small vessels. The root cause of the access site bleeding issue was not determined since product was not returned and insufficient clinical information was provided.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 75-year-old male in cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient experienced persistent bleeding and a loss in flow to the impella leg during patient support. Upon recognizing the loss in doppler signal, a reperfusion cannula was placed from the left common femoral artery to the right superficial femoral artery. The encountered bleeding was initially countered with manual pressure, however, the decision was eventually made to surgically remove the pump and repair the site.